Event description:
A (B) (6) female was implanted with an acticon device on (B) (6) 1998. On (B) (6) 2009, the cuff was removed and replaced due to recurring incontinence. A request for the device has been sent and the device has not been returned for analysis. No further information has been provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.